Event description:
It was reported that the patient presented in clinic for f/u. The atrial lead exhibited noise and low pacing lead impedance. It was suggested to perform isometric and positional testing to recreate noise and perform x-ray to inspect for lead damage. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.